Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site and she also felt as if the ipg was bulging out of her back. The patient's surgeon extracted fluid from the pocket site and prescribed the patient oral antibiotics. The patient is improving; however her ipg site is still bulging and sore.

Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site and she also felt as if the ipg was bulging out of her back. The patient's surgeon extracted fluid from the pocket site and prescribed the patient oral antibiotics. The patient is improving; however her ipg site is still bulging and sore.

Manufacturer narrative:
Additional information was received: the physician indicated that culture was clear with no infection. The patient is reportedly doing well.